Manufacturer narrative:
On (B)(6) 2019 - we have requested the device to returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2019 - the consumer claims to have burnt her back and gave her blisters while in use of the product. Medical attention was not received.